Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level and frozen display on insulin pump. Customer¿s high blood glucose level was 496 mg/dl and right now blood glucose level was 130 mg/dl. Customer stated that pump is not working been shutting off and also the display is blank. The product was returned for analysis.